Event description:
It was reported that the right atrial (ra) lead had low, out-of-range impedance measurements of less than 200 ohms, which triggered a lead safety switch from a bipolar to unipolar configuration. Boston scientific technical services was asked for a consult, and they suggested bringing the patient in for evaluation as the lead showed signs of failure. Programming options were discussed. The ra lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead had low, out-of-range impedance measurements of less than 200 ohms, which triggered a lead safety switch from a bipolar to unipolar configuration. Boston scientific technical services was asked for a consult, and they suggested bringing the patient in for evaluation as the lead showed signs of failure. Programming options were discussed. The ra lead remains in service. No adverse patient effects were reported.